Event description:
It was reported that the customer received a compromise force sensor alarm. Customer advised the insulin was dropped. Customer's blood glucose level at the time 310mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage at the force sensor resistor. No alarm for a loose drive support disk could be verified due to the motor error alarm. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).